Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a 1-1pps procedure for l1 compression fracture and vertebral body replacement was performed. It was reported that shortening occurred after extending and temporarily fixing the centerpiece of t3. After inserting the screw with v4 in lateral decubitus position, it was continued to perform vertebral subtotal removal from the anterior side as it was. Size was measured with a caliper after subtotal removal. The centerpiece of 20c was selected because it was about 40mm in height, and extended end caps (two with lengths of 40) were also used. The cage was attached to the inserter according to surgical technique, and was inserted into the body, and extended. Temporal fixation was performed firmly, and it was continued to perform final tightening as it was. When attempted to remove the inserter, the cage deviated from the body together without applying too much force. A new 20c and extended end cap with a length of 45mm were taken out. It was thought that the earlier deviation occurred because the extension was insufficient, so the cage was extended to the point where it could not be extended any more and the final tightening was performed, but like last time, when it was attempted to remove the inserter, the cage deviated from the body together. When attempted to remove the inserter, the inserter did not come off and the cage came out together. There was not a centerpiece of the same size anymore, so they loosened the lock of the t3 that was inserted the second time and reused it. The physician also tried to find out the cause, and it turned out that the shortening occurred after the centerpiece was temporarily fixed. The final tightening was performed while paying attention to whether shortening would occur. The third time, the cage did not deviate, the inserter was removed, and the wound was closed. Endcap were connected to the centerpiece, and they the end cap itself was not defective. There was a procedure delay of less than 60 mins. No patient injury / complication was reported.